Event description:
Ous MDR - after an implantation time of about 21 months, this system was explanted due to detention problems. No worsening of the patient's state of health was reported. Lexos vr, (B)(4), MDR 1028232-2010-01993.

Manufacturer narrative:
Ous MDR - within the scope of the analysis of the lead, abrasion on the insulation was found 14 cm distal from the connector pin and an abrasion on the coating of the wire conductor to the ring electrode at the same location. This damge scenario is, very probably, the reason for the clinical complaint. An abrasion on the insulation presupposes extreme mechanical stress on the lead. The position and the characteristics of the abrasion presuppose simultaneous strong pressure of the lead on the ICD housing and extensive friction of the lead on the ICD housing. This is consistent with the observed spark over track on the ICD housing. There are no x-rays or other types of diagnostic images available for the analysis that could provide information about the positional relationships of the implanted system in the body.